Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its heated flex cable test was due to a defective heating element. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed france that an astral device failed to pass its heated flex cable test. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device's heated flex cable and heater flex circuit board (pcba) were returned to resmed's design house for an extensive engineering investigation. Performance testing confirmed the reported heated flex cable did not heat. The investigation determined that the flex cable heating failure was due to an isolated component failure in the main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).